Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
While using cardiohelp as a v-v ECMO, the bubble sensor detected it and the pump stopped spinning. The clinical engineer in charge did not seem to notice that the bubble sensor intervation was turned on. He tried to reset the bubble sensor, but couldn't disarm it by simply pressing a button. They switched the hls set to emergency drive. Then they turned the cardiohelp back on and they was able to reset the flow/bubble sensor by shifting its mounting position. When the sensor was reset, the flow/bubble sensor will be attached to the outside of the tube marking on the hls set. They don't know who set the bubble sensor intervation, but the problem is that the intervation of the bubble sensor was unintentionally set to on. Complaint ID: (B)(4).

Manufacturer narrative:
According to the technician the cardiohelp was checked and no malfunction was found. The customer did not check the unit before use for activated interventions. Thus the failure could not be confirmed. At the time of reported failure the cardiohelp acted as intended: a detected bubble alarm combined with the activated bubble intervention (IV) has stopped the pump. The user did not additionally convince himself according to the instruction for use (cardiohelp system v1.8) guidelines and warnings mentioned in chapter 6 ¿during the application¿ regarding the intended functionality of the interventions and if they are activated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).